Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents and passed self test. The pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Power graph analysis and long trace / formatted history files confirmed power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The insulin pump was received with fading serial number label, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that she needed to change battery twice a day. The customer's blood glucose was 8.9 mmol/l. The product was returned for analysis.